Manufacturer narrative:
One cadd solis vip pump was received with a scratched lens and a cracked downstream occlusion (dso) sensor seal. The reported issue does not involve the event history log. Accuracy tests were performed and the reported issue was unable to be duplicated. Three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed the volume test (18.28, 18.79). The issue occurred during and there was no patient involvement.